Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she experienced hyperglycemia. The customer reported that the infusion set had bent cannulas on the infusion set. The customer reported that the bent cannula on the infusion set causing high blood glucose. The customer reported that the cannula was bent in l- shape. The customer treated the high blood glucose of 30 mmol/l with manual injections. The customer reproted that the blood glucose before the call was 16 mmol/l. Troubleshooting was not completed at the time of call. Product is not expected to return for analysis.